Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered a single burst of anti-tachycardia pacing (atp) as well as eight shocks, exhausting therapy. Technical services (ts) reviewed the device data and noted that the therapy appeared to be a result of atrial fibrillation (af) with rapid ventricular response (rvr). The results were reviewed with the physician and further follow up with cardiology specialists was planned. This device remains in service. No additional adverse patient effects were reported.